Event description:
It was reported that during a colon resection procedure, after the first firing, it was found that the staples had not formed. Procedure completed with same like device. There was no adverse consequence to the patient. No complaint sample is being returned.

Manufacturer narrative:
(B)46). Information is unavailable; device was not returned for evaluation. Additional information: on what tissue type was the device used? Bowel. What location on the tissue was being stapled? Idem. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First. What colour cartridge was being used? Blue ((B)(4)). What other colour cartridges were used before and after this event? Before n/a after blue. Was buttressing material used? No. Was the instrument fired across or near existing staple line(s) or clip(s)? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, opening or firing)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions without intervention? Yes. Was there any difficulty removing the device from tissue? No. Does the patient have any relevant history of surgical treatments? Unk. Has the patient recently had radiation or chemotherapy? Unk. How long has the surgeon been using this device for this procedure (in years)? 5 years. Was there a recent conversion to ees devices in this account /surgeon? No. Is there any other additional information you would like to share about this device/procedure? N/a. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.